Event description:
A supplemental report is being submitted due to completion of the investigation on 24-jan-2025.

Manufacturer narrative:
Device evaluation the evo-fc-10-11-8-b device of lot number cf2101876 involved in this complaint was not returned for evaluation. With the information provided, a document-based investigation was conducted. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of the relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: it should be noted that the instructions for use (ifu0062) states the following: ¿if the package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. Please notify cook for return authorization¿. There is no evidence to suggest that the customer did not follow the instructions for use. Image review an image was not returned for evaluation. Root cause analysis a definitive root cause could not be determined. With the limited information provided, a possible root cause could be attributed to tortuous patient anatomy and/or a tight stricture, which may have resulted in a build-up of pressure leading to the deployment difficulties reported. A second possible root cause could be that the safety wire wasn¿t removed on time subsequently leading to the issues reported by the customer. However, as the device was not returned for evaluation; the cause of this complaint could not be conclusively determined. Multiple attempts were made to gain more information regarding this event however no new information was received, if further information is provided in the future the file will be updated accordingly. Confirmation of complaint: the complaint is confirmed based on customer and/or rep testimony. Corrective action/correction complaints of this nature will continue to be monitored for similar events. Summary of investigation the evo-fc-10-11-8-b device of lot number cf2101876 involved in this complaint was not returned for evaluation. Confirmed quantity of 01 x used device. There were no adverse events reported as a result of this occurrence.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Per complaint form: "selective and deep catheterization of the bile duct was performed with an extraction balloon. Initially, a fully covered biliary prosthesis (10 mm by 8 cm) was placed, but there was a technical failure in triggering the shot, the prosthesis did not open. It was then decided to place a new prosthesis (10mm by 6cm) appropriately crossing the stenosis area." Patient outcome: n/a. Answered manu questions: (B)(6) 2024. 1. What endoscope type and channel size was used? 2. What was the position of the elevator? N/a, open, closed. 3. Details of the wire guide used (diameter, type, make)? 4. Was the zip port facing upwards and slightly curved when backloading the wire guide? N/a, yes, no. 5. Please advise the anatomical location of the intended target site. 6. How long was the stent in the patient by the time this complaint occurred? 7. For devices where the IFU states for longer term patency has not been established, was periodic evaluation completed? N/a, yes, no. If yes, how often was this completed? 8. Did the patient require any additional procedures as a result of this event? No. 9. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? N/a, yes, no. If yes, please specify what was observed and where on the device it was observed. Did the product fail during stent deployment or recapture? N/a, deployment, recapture, other. If other, please specify. Was the directional button pressed during use? N/a, yes, no. Was any part of the stent observed in contact with the patient¿s anatomy at the time of failure? N/a, yes, no. Was the yellow marker kept in view during deployment? N/a, yes, no. Are images of the device or procedure available? N/a, yes, no.